Manufacturer narrative:
Rakshith b k, prakash dave, sreeramulu p n, krishnaprasad k. "A randomized study comparing self-gripping mesh and n-butyl-2-cyanoacr ylate glue fixation in open lichtenstein inguinal hernia repair." International journal of medicine and public health, vol 15, issue 4. Doi: 10.70034/ijmedph.2025.4.152. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study was done to compare the mesh self-gripping fixation to glue fixation of lightweight polypropylene mesh in open inguinal hernia repair. The study involved 40 patients, randomly assigned to the two groups. Of the 20 patient¿s that received self-gripping mesh, two patients developed a seroma. Two patients developed a surgical site infection. No additional documentation on treatment was noted. A randomized study comparing self-gripping mesh and n-butyl-2-cyanoacrylate glue fixation in open lichtenstein inguinal hernia repair 10.70034/ijmedph.2025.4.152.